Event description:
On (B)(6) 2021, cardinal health sent out a medical device correction letter regarding the kangaroo enteral feed pumping sets. The purpose of this communication was to advise customers of the potential for air appearing in the enteral feed pumping set tubing during set-up. Although there was limited information provided by the customer regarding the specific issue relating to the pump/pump set, this complaint will be filed as the reportable malfunction of air in the line with a pump set since it was in response to the communication sent out to customers regarding this issue with the kangaroo enteral feeding pump sets.

Manufacturer narrative:
Additional information: b5: additional information has been added to the description summary.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that her (B)(6) year old daughter has been experiencing nearly all of the symptoms that were listed in a letter received regarding kangaroo pump bags. She has been experiencing unexplainable vomiting, gagging, abdominal cramping and has been sent home from school 6 times as a result. The customer has changed her diet to try and remedy the problem.